Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Several attempts were made to obtain further information; however it was unsuccessful. No further information reported.